Event description:
It was reported that the battery of the insulin pump was discharging too quickly. There was no reported impact on the customer's blood glucose level. The pump was expected to be returned for further examination, but the distributor confirmed the device was never returned, and no additional information regarding the outcome of the event was received.